Manufacturer narrative:
Device received with stuck motor error alarm loop during bolus delivery due to motor encoder signal out of phase. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test. E70 alarm confirmed in history file.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump had motor error as well as motor position encoder error alarm. The customer¿s blood glucose level was 430 mg/dl. Customer reported that the drive support cap appears normal. The customer was assisted with troubleshooting. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.